Manufacturer narrative:
Evaluation summary: the sterilization process for this device was validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10(-6) or better. The manufacturing lot specified in this complaint was processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified device caused or contributed to any patient infection. Evaluation: review of the device history records did not find any deviations or anomalies. The investigation could not verify or identify any evidence or product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
It is reported that following an aspiration, the patient underwent a two stage revision for infection. The first stage occurred (B)(6) 2011 with the removal of the femoral head and acetabular liner. The second stage occurred (B)(6) 2011 with the removal of the acetabular shell, stem, and interim head and liner.